Event description:
It was reported that a da vinci s hysterectomy surgical procedure was performed on (B)(6) 2009, and eight days later, the patient spiked a fever and had an increase in white blood cells. An abdominal CT scan was performed for suspicion of bowel perforation. The patient was then taken to the or for an exploratory laparoscopy, during which a foreign body was found and removed. The site indicated that the foreign body was a component of the maryland bipolar forceps instrument which was used during the hysterectomy procedure performed with the da vinci s surgical system. The instrument was discarded by the site, however, the foreign body was sent to isi for evaluation. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - a black fragment was returned and evaluated. Per the customer reported complaint, engineering observed that the fragment is a partial cylindrical shell with an outer diameter of approx .327" and a wall thickness of approx .024". There are three fracture planes and one of the fracture lines that runs along the top circumference of the piece is jagged. The instrument component most similar to this fragment in terms of color, size and shape is the plastic proximal clevis. The fragment is similar to the part of the clevis that is located below the ears and mates with the main tube interface wall.